Event description:
Guidant (now boston scientific crm) received a device memory disk for analysis for the pt's device, which is included in the premature battery depletion product advisory initially issued in 2006. There were no reported adverse pt effects. Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicated that this device was depleting prematurely and would need to be replaced earlier than estimates provided in product labeling. On the same day, guidant (now boston scientific crm) issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot.

Manufacturer narrative:
Not returned. Subsequently, the model t175 device declared elective replacement indicator (eri) status and was explanted and returned to boston scientific crm's post-market quality assurance laboratory for analysis. The device was replaced with the guidant model t175 device. A boston scientific crm field rep reported that during defibrillation threshold testing of the replacement device, the pt exhibited pulseless electrical activity and resuscitation attempts were unsuccessful. The rep reported the pt expired later that night, due to respiratory failure associated with anesthesia from the device replacement procedure.